Manufacturer narrative:
Based on the information available, no conclusions can be made. As reported the patient experienced delayed wound healing, necrosis and wound dehiscence post implant of galaflex 3d. Medical affairs has assessed the aes as being likely related to the device and serious. Review of the device history records confirms the device was manufactured to specification. Wound dehiscence is a known inherent risk of the surgery/use and listed as a possible complication in the adverse reaction section of the instruction for use (IFU) supplied with the device. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(4): on (B)(6) 2017, patient underwent bilateral revision augmentation mastopexy using a full vertical and horizontal t incision. Two pieces of galashape (galaflex 3d) were used. Concomitant procedures were liposuction to love handles and abdomen. On (B)(6) 2017, delayed wound healing and necrosis of bilateral breasts was reported. Patient had bilateral breast wound debridement for full thickness tissue loss on (B)(6) 2017. Patient was treated with medication (silvadene, hydrocortisone cream). Delayed wound healing resolved with sequelae on (B)(6) 2017. Necrosis resolved with sequelae on an unknown date. Wounds healed slowly. On (B)(6) 2017, bilateral breast wound dehiscence was reported. Patient was treated with medication (hydrocortisone cream). Resolved with sequelae on (B)(6) 2017. Review by medical affairs identifies the reported delayed wound healing, necrosis and wound dehiscence are likely related to the device and serious.